Event description:
The proximal electrograms/poles showed artifact on the monitor. The catheter was replaced and the problem was resolved. There was no harm to the patient.manufacturer response (as per reporter) for catheter - ablation, biosense webster:awaiting response.